Event description:
Pt presented in 2013 with ongoing pain. Hip was aspirated and staphylococcus epidermidis was grown and decision was made to remove the hip and 2-stage spacer implanted. On removal of the hip on (B)(6) 2013 (dr (B)(6), (B)(6) hospital), it was noted that acetabular comp was retroverted.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. The subject of the complaint is cup malpositioning secondary to infection. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. The patient was reported primarily implanted in (B)(6) 2007, revised in (B)(6) 2010, and revised again for infection where cup retroversion was found intraoperatively. Review of the acetabular cup by8d91 lot code device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. It is not reasonable to conclude the depuy devices contributed to the patients reported infection more than three years post revision. Review of provided patient x-rays finds the total hip components appear to show that the left acetabular cup is in a more horizontal inclination than the contralateral device. However, it is unlikely that the cup orientation is related to the reported infection. The investigation can draw no further conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.